Event description:
It was reported, the endoscope reprocessor was unused for 21 days and was put into use without the care and maintenance after long-term storage being completed. There were no reports of patient harm.

Manufacturer narrative:
The tac (technical assistance center) advised the customer to perform the care and maintenance after long-term storage as shown in the operator manual. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to the user not performing necessary maintenance when the equipment was not used for a long period of time due to insufficient reading of instructions for use. The events can be detected/prevented in accordance with the following instructions for use: chapter 9 routine maintenance: 9.10 care and maintenance after long-term storage. When using the reprocessor after it has been stored for more than 14 days without being used, setting up the reprocessor, performing the reprocessing program, and performing the water supply piping disinfection are required. Perform the following procedure. Olympus will continue to monitor field performance for this device.